Event description:
The customer reported that a leak was found in the pilot balloon of the patient's tracheostomy tube. The tracheostomy tube was not removed, however, the staff repaired the tube with an unspecified tracheostomy tube repair kit.